Manufacturer narrative:
Corrected data: b5: the lens was explanted on (B)(6) 2023 h6: off label-1494- acd<3.00 at the time of implantation. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -14.5/4.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on 2(B)(6) 2023. The lens was explanted on (B)(6) 2023 due to glare/haloes. This resolved the problem. Cause of the event is reported as unknown. Reportedly, patient strongly requested removal and no replacement.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).